Manufacturer narrative:
(B)(4).

Event description:
It was reported that after implant and closure of the wound, under fluoroscopy the atrial lead was noted to be dislodged. A lead revision would be considered a later date. The physician decided to reprogram the device instead. No patient symptoms were reported.